Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the basket wire broke and detached. Reportedly, the part did not fall inside the patient. Another zero tip nitinol retrieval basket was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the basket wire broke and detached. Reportedly, the part did not fall inside the patient. Another zero tip nitinol retrieval basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). Visual analysis of the complaint device found the sheath was kinked at the distal section. The sheath was removed to inspect the basket, and no damage was noted on the basket part. The basket was fully intact. Functional evaluation found the basket would not open when the handle was actuated due to kink at the distal section of the sheath. Based on all available information, the investigation concluded that the observed issues of sheath kink and the basket opening failure could have been generated due to handling or manipulation during the procedure. The interaction with another device during preparation or procedure may have also generated this failure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.